Event description:
It has been reported to philips that image from a study was missing in intellispace cardiovascular (iscv). No adverse events or patient harm was reported in the associated complaint (B)(4). The device was in clinical use at the time of event. Philips has started an investigation of this complaint.